Event description:
It was reported that the patient with this electrode had received an inappropriate shock due to oversensing of noise in the alternate sensing vector. System testing was unable to reproduce noise. Additional information provided from the field indicated surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. The system is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.